Manufacturer narrative:
The alarm lamp board was found defective and replaced.

Event description:
Hamilton medical ag received the following incident description: the red alarm lamp could not light up during preventive maintenance.